Event description:
A mother reported that in 2007 at 3:00am her daughter obtained imprecise sequential readings on her precision xtra blood glucose meter. The customer reported that they obtained readings of 14 mmol/l, 7 mmol/l and 7.9 mmol/l within a ten minute timeframe. When plotted on a parkes error grid the results fall into a 'b' zone. Results in this zone are not considered clinically significant. However, it was reported that at the time these readings were taken the customer was suffering from hypoglycemia (tired and weak) and an ambulance was called. When the paramedics arrived they obtained a reading of 2.3 mmol/l on their meter. However, there is no indication as to how long after the original readings this test was performed. The customer was diagnosed with severe hypoglycemia and was administered glucose gel. As this did not give a quick enough response the paramedics then gave the customer glucagon and oxygen as she also suffering from a cold.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing.